Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 401 mg/dl. Customer experienced nausea, felt sick and treated their high blood glucose via insulin pump. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Troubleshooting for the insulin pump was performed. Customer advised the drive support cap was normal. Customer advised they would call back to complete all testing and troubleshooting. Customer advised they did not feel well and were about to vomit.